Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2: reference MFR. Report# 1627487-2018-09923. It was reported ( (B)(6)) during the lead revision (reference MFR. Report: 1627487-2018-09573) the physician unintendedly dislocated another lead. As a result, the physician explanted the lead. It is unknown which lead was dislocated. Therefore, all the suspected devices are being reported.